Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave 2.0 nav cath 31mm - ous was selected for use, the wire got stuck at the catheter tip. It was further described that the catheter tip is damaged/defective. Catheter was replaced and procedure was completed successfully. No patient complications were reported. Device is expected to return.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.